Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient with a tracheostomy was called to the department to perform rest efrs. This examination requires removing the patient¿s tracheostomy cannula and replacing it with a long balloon cannula, identical to those used in the resuscitation unit to ventilate patients with a tracheostomy. During the examination, which took place without difficulty, the balloon which had been tested before the introduction of the cannula, could not be deflated, and the cannula could not be removed. Good tolerance of the episode: sensation of dyspnea but spo2 normal at 98 percent, no sign of respiratory distress. The patient received medical treatment.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and the probable root cause is unable to be determined.